Event description:
It was reported that the patient presented for follow up, upon interrogation the pulse generator exhibited a diagnostics anomaly. No patient symptoms or additional information was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.